Event description:
It was reported that during the implant procedure, the guidewire became stuck in the distal portion of the left ventricular (lv) lead and could not move forward to the connection part of the lead. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.